Event description:
The caller reported that the pt uses an 8dct tracheostomy tube that is inserted by a doctor once a month. About 3 weeks into having the tracheostomy tube in place, it had a small leak. They think it is a small hole. This happened in the past 2 months. The pt was re intubated. The caller is not sure if leak was in cuff or pilot balloon.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.